Event description:
I have type 1 diabetes and was diagnosed in 1963. My doctor prescribed a freestyle libre 3 plus about 18 months ago. Didn't have problems until about 8 months ago when the sensors started giving me warnings, they had ceased working and/or failed. I have sent two-three of them back to abbott labs during this period. Yesterday I received a new delivery of six sensors and applied one as directed about this time of day. Less than twenty-four hours later it failed and told me to remove and replace it. They normally last 15 days. My wife has type 2 diabetes and uses the same sensors from a different pharmacy and has experienced similar problems. Based on our experiences, the failure rate is unexpectedly high and I believe needs to be addressed. The unit serial number is (B)(6). Pt code: 4582. Device code: 2588. Ref reports: mw5178993, mw5178994, mw5178995.